Event description:
The customer reported a malfunction with a wireless access point used for telemetry communications with the acuity central patient monitoring system. The consequence of the product problem was reported signal dropout. Telemetry signal dropout is automatically detected by acuity and causes the system to notify the user of the condition via visual and audible alarms at the central station. Any individual patient monitor that is no longer in communication with the central station also goes into alarm and displays the message acuity connection lost on the patient monitor. This dual alarm notification design makes it unlikely that a dropout condition could lead to patient harm.

Manufacturer narrative:
Method code: device log examination. Results code: failed wireless access point. Conclusion code: device failure confirmed, failed device replaced with a new device. Manufacturer's eval summary: the device is an installed centralized patient monitoring system that utilizes a sun micro-systems computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. The item in question is a component of the acuity wireless network called an access point or ap. Its function is to receive signals from wireless patent monitoring devices and transfer data to an ethernet switch which in turn is connected to an acuity cpu. The ap in question is a commerical off-the-shelf wireless networking component manufactured by symbol technology. Welch allyn sold the component to the customer in october 2004, making it nearly four years old. We replaced the failed ap to restore normal operation. The customer elected not to return the failed ap to welch allyn for evaluation, so we could not confirm the ap serial number. Instead. The customer did not respond to requests to confirm the actual serial number of the failed device that they removed from service, and apparently discarded. Welch allyn engineering was able to confirm the failure of the ap through examination of the downloaded device logs. The device logs only indicate that the component failed, not the cause of the failure. Therefore, the cause of the failure remains unknown.